Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery at t2 - l3 for the treatment of idiopathic scoliosis. Reportedly, during surgery, a titanium set screw was placed in the tulip of the 5.5/60 screw and was immediately removed due to 'pig tailing' of the set screw. This occurred when the surgeons were placing the set screws over the rod. A new set screw was inserted and the case moved forward. No patient complications were reported as a result of this event and the patient was reported to be doing fine.

Manufacturer narrative:
Product analysis: the returned set screw is compatible with the mas; however, if the rod was not fully reduced at the time of set screw final tightening, the rod pre-load on the set screw can induce burr generation or "pigtailing". The event description is not sufficiently clear on this point, and without additional product (ie; associated mas) return there is no way determine the condition of this key variable. Unable to determine root cause from the available information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.